Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 23 mg/dl. Customer also experienced a high blood glucose and current blood glucose value was 417 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with intravenous insulin drip. Customer reported the drive support cap was normal. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.